Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in an unknown vessel. A 2.25x15nn rx xience sierra stent delivery system (sds) was inserted and advanced to the target lesion however the device did not hold pressure when inflation was attempted. The sds was removed without issues and replaced. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The investigation was unable to determine a conclusive cause for the reported inflation issue. Factors that could contribute to inflation issue may include, but are not limited to, manufacturing, issues with the inflation device or patient anatomical morphology. It is possible that the shaft was bent or entrapped in the anatomy causing the inflation lumen to become closed-off; however, this could not be confirmed. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Device available for return changed from yes to no.